Manufacturer narrative:
Model number/ catalog number: sc-2316-50e, serial number: (B)(4), batch/ lot number: 7084438, model/ catalog description: infinion 16 trial lead kit 50 cm.

Event description:
A report was received that during the trial procedure one of the leads was broken and three contacts were left inside the patients body.

Manufacturer narrative:
Additional information was received that the correct serial number of the lead is (B)(6).

Event description:
A report was received that during the trial procedure one of the leads was broken and three contacts were left inside the patients body.

Manufacturer narrative:
Sc-2316-50e (sn (B)(6)): the returned lead was analyzed and visual inspection revealed that the top three electrodes were separated from the distal end. Electrodes 1 to 3 were not returned. The cables were exposed at the damaged portion of the lead. With all the available information, boston scientific concludes that the allegation of lead damage was confirmed. This kind of anomaly is consistent with the damages done to a lead when the orientation of the insertion needles bevel is facing down, or the angle of the insertion needle is greater than 45 degrees. The probable cause selected is unintended use error caused or contributed to event.

Event description:
A report was received that during the trial procedure one of the leads was broken and three contacts were left inside the patients body.

Manufacturer narrative:
Additional information was received that during the trial procedure the physician inserted both leads and tested them however, the placement was not optimal that is why the leads were removed. And it was also stated that the lead was broken while it was being removed from the patients body during the trial procedure.

Event description:
A report was received that during the trial procedure one of the leads was broken and three contacts were left inside the patients body.